Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer felt ok to troubleshooting low blood glucose level. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer provide symptoms regarding low blood glucose at last night was palpitations it means heart was racing and could not think clearly. Customer was using auto mode feature at the time of low blood glucose event. The customer was treated for the low blood glucose with glucagon shot. Customer reported that the insulin was squirted out from the end of infusion set prior to insertion at their site. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was returned for analysis.